Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified cartridge tubing issue occurred. Customer's blood glucose level was in the 400's mg/dl range. A supply change was performed to address the issue.